Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a successful pta angioplasty procedure was performed for a tight stenosis, located at the anastomosis of an av fistula. Healthcare provider stated that the pta balloon had difficulties deflating after the last inflation; therefore, the partially deflated pta balloon and introducer sheath were removed as one unit over the guidewire, without incident. The av fistula was reported to be patent with good blood flow at the conclusion of the angioplasty procedure. Hemostasis was obtained using a purse string suture at the access site of the a-v fistula. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon was received inserted into an unknown 6fr introducer sheath. The distal end of the balloon was protruding out the distal end of the introducer sheath and was slightly prolapsed at the distal tip, indicating retraction issues. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The introducer sheath was examined under microscopic magnification (8x) and the distal tip was flared, likely indicating retraction issues. The introducer sheath was also bunched 3.1cm, likely indicating retraction issues. Functional/performance evaluation: the balloon was unable to be retracted through the introducer sheath. The balloon was able to be advanced forward through the sheath. Upon advancing the balloon through the sheath, the catheter remained in one piece as the polyimide remained intact. The edges of the butt joint break were examined under microscopic magnification (8x) and were observed to be slightly jagged. No fiber disturbance was observed on the balloon. No further functional testing could be performed due to the break at the proximal balloon glue joint. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within a 6fr introducer sheath. The investigation was confirmed for a break at the butt joint and retraction issues based upon the condition in which the sample was returned (i.e. Prolapsed balloon material and flared introducer sheath tip). The investigation was inconclusive for deflation issues, as functional testing could not be performed due to the poor sample condition. It is likely that the deflation issues lead to the difficulty in retracting the balloon through the introducer sheath, causing the catheter to break at the butt joint. However, the definitive root cause for the deflation issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a successful pta angioplasty procedure was performed for a tight stenosis, located at the anastomosis of an av fistula. Healthcare provider stated that the pta balloon had difficulties deflating after the last inflation; therefore, the partially deflated pta balloon and introducer sheath were removed as one unit over the guidewire, without incident. The av fistula was reported to be patent with good blood flow at the conclusion of the angioplasty procedure. Hemostasis was obtained using a purse string suture at the access site of the a-v fistula. There was no reported patient injury.